Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site took spins and were checking accuracy. The probe was on the pedicle, but the system was showing the probe in space. This could be higher than where the pedicle was and lower depending on which pedicle was being touched. The inaccuracy was inconsistent. Site chose to respin the patient and the inaccuracy continued. Site suspected that there was patient movement as the frame was close to the patient and then seemed much further away. The surgeon chose to continue the case with the c arm. The imaging system and navigation system were bot checked, doing several spins with the blue demo, and they were unable to recreate the behavior. This caused over an hour delay to the case. Medtronic imaging was aborted. There was no patient impact reported.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing was unable to recreate the issue. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no parts had been replaced and none would be returned. The highest amount of inaccuracy was 3mm.